Manufacturer narrative:
The initial MDR 2432235-2021-00273 was filed on 08-nov-2021. Additional information on (19-nov-2021): siemens evaluated the available data and found that the imprecision with the cancer antigen 19-9 (ca19-9) test was resolved by the actions performed by the siemens customer service engineer (cse). The cause of the falsely depressed ca19-9 is unknown. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
A discordant falsely depressed cancer antigen 19-9 (ca19-9) patient sample test result was obtained from an advia centaur xpt instrument. It is unknown if the initial test result was reported to the physician(s). The same sample was repeated three times on same instrument with test results that were higher than the initial test result. The third repeat was reported as the correct result to the physician(s). The customer was alerted of the discordant result through the monitoring of quality control material. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca19-9 result.

Manufacturer narrative:
An outside the united states customer contacted siemens to report a falsely depressed cancer antigen 19-9 (ca19-9) patient sample test result was obtained from an advia centaur xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse observed bubbles in the hydraulic circuitry and replaced a solenoid 2 way and soleniod 3 way valve. The cse replaced reagent probes r1, r2, r3 and adjusted the probe positions to the reagent ring and reagent packs. The cse also replaced valve 66 and 67. Siemens is investigating.